Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional right ventricular (rv) lead undersensing was noted on stored electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.